Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a vessel perforation occurred requiring placement of a covered stent. The lesion being treated was a cto (chronic total occlusion) in the mid posterior tibial artery (pt) with zero vessel run-off to the right foot pre-procedure. The physician used a 6f introducer sheath and a crossing catheter to access the lumen of the vessel and advance into the pt arch. The diamondback oad was then advanced over the viperwire and was activated for a five second run, but within a few seconds bogged down at the cto site. The physician stopped spinning the crown after this five second run and repositioned the catheter, then spun for another 21 seconds for a total spin time of 26 seconds, at medium speed. The oad intervention was discontinued and the device was removed. Follow-up angiogram showed a perforation at the site of the cto. Angioplasty was performed at the site of the perforation with a 2.5x40mm balloon inflated to 5atms x3 without resolution of the perforation. Angioplasty was then performed from below the ankle to the proximal pt artery with a 2.0x2.5 210mm balloon inflated to 5atms x2 without resolution of the perforation. Due to zero vessel run-off pre-procedure, the physician elected to preserve the vessel by deploying and post-dilating two covered stents (3.0x26 and 3.0x16mm) with excellent results. Final angiogram showed timi 3 flow in the pt vessel all the way to the foot as well as retrograde filling of the anterior tibial vessel from the pt vessel. Pulse was intact and palpable. The pt was discharged in stable condition the next day.

Manufacturer narrative:
(B)(4)